Event description:
Analysis of the returned device found the polytetrafluoroethylene (ptfe) coating to be missing on the proximal end of the device and the distal tip of the core wire was separated.

Manufacturer narrative:
Device MFR date. Unk. Visual inspection of the device revealed a kink 124.0 cm from the proximal end. In a region between 120cm and 126cm there were areas where the ptfe coating was missing or partially peeled up from the stainless steel core wire. In this region there were markings from the torque device brass collett markings that are indicative that the torque device had been dragged down the device. The directions for use state "securely fasten the torque device into the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling if ptfe, etc.) It is evident by the damage to the ptfe coating that the torque device was not fastened down properly so it was concluded that the most probable cause of this coating damage was user error. The device was noted to be slightly wavy on the distal section and the core wire was observed through the distal tip dome. The nitinol tubing was removed in the lab to reveal that distal tip of the core wire had separated. The nitinol tubing proximal and distal bonds were confirmed to be intact. Scanning electron microscopy (sem) revealed the core wire surface had a roughened/pitted appearance. From the sem analysis there was no indication that the mfg process caused or contributed to the observed anomalies in the core wire surface. The sem analysis did not reveal any indication of torsional stress so it does not appear that the core wire distal tip separation was due to torsional overload. The possible cause of the core wire distal tip separation could not be determined.